Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found sensor cannula broken but still attached on the cannula tubing. Also found the needle hub was separated from the sensor base. Unable to confirm if the customer received in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor got stuck in the serter. Customer's blood glucose levels were not included in the report. Nothing further was reported.